Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd flu+¿ syringes had misaligned scale markings and leaked while drawing up vaccination medicine. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "quality of the syringes (0.6x25mm- bd flu+) received are of a poor standard: syringes are distorted markings are not aligned when staff drawing up the vaccine, vaccine is leaking therefore their is waste and at times syringes and vaccine has to be discarded"